Event description:
We report the delamination of an infected flixene vascular ptfe graft that caused the outer layer to become inadvertently left in the pt's arm during planned removal of an infected, causing recurrent foreign body granuloma formation, necessitating reoperation. The pt is a (B)(6) year old woman with chronic renal failure, dialysis dependent. She had been receiving chronic maintenance hemodialysis via a flixene ptfe vascular graft. The graft was implanted on (B)(6) 2012 and the IFU were followed. The graft was used for dialysis until it became infected and had to be removed on (B)(6) 2014. During the removal procedure the surgeon observed extensive delamination of the infected flixene graft that made complete removal difficult because the outer layer remained adherent to the tissues and the inner layers slipped out freely. Long incisions were made the entire length of the arterial and venous limbs of the graft to try to dissect free the entire graft. The pt presented with fluctuant masses of the axilla and the upper arm on (B)(6) 2014. They were explored and found to be granulomas with associated seromas. They were drained, cultured, and biopsied and found to be foreign body granulomas and cultures were negative. The wounds healed but the axillary and upper arm masses recurred. She underwent excision of the masses including margins of normal surrounding tissue on (B)(6) 2015. The findings were thin membranes of ptfe along with coagulated seroma and granulomatous tissue. The ptfe was returned to the MFR for study.